Event description:
During a procedure, an expired device was inadvertently used. Ultimately the device ended up being exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One pressurewire certus was returned for analysis. The reported incident date was noted to be after the product "use by"/"use before" date. The cause of the use of expired product is consistent with user error. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.